Event description:
IV nurse called to floor to check PICC. PICC made a "popping" noise when flushed after administering an antibiotic. "PICC placed 2 day prior (on (B)(6)) and initial dressing intact and ready for 48 change." Statlock in place. IV nurse evaluated patient's line and found both lumens ruptured distal to tamponade. Rn states she flushed with 10cc syringe after giving antibiotics heard a "pop" sound, tried other lumen and the same thing happened.